Event description:
Adverse event(s): "none reported" (no known impact or consequences to pt). Product problem(s): "intermittent operation" (device stops intermittently); "system messages caused delay in cases" (device displays error messages). A biomedical engineer reports the system would stop intermittently and system messages caused delay in cases for the day. The system was used without incident after the biomedical engineer rebooted the system several times. There was no pt harm reported for this event. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).